Event description:
The patient complained of pain during combination electrotherapy and ultrasound therapy. The patient was being treated with combination electrotherapy and ultrasound when three minutes into the treatment, the patient complained of pain in the area of the treatment. No injury was reported with the incident. No treatment parameters or patient information was provided by the reporter. The clinician tried the device and also reported a pain sensation. Patient 2 of 2.

Event description:
The patient complained of pain during combination electrotherapy and ultrasound therapy. The patient was being treated with combination electrotherapy and ultrasound when three minutes into the treatment, the patient complained of pain in the area of the treatment. No injury was reported with the incident. No treatment parameters or patient information was provided by the reporter. The clinician tried the device and also reported a pain sensation. Patient 1 of 2.

Manufacturer narrative:
Device is for export only. Awaiting device return and evaluation. Final results will be provided to the FDA.

Manufacturer narrative:
Device is for export only. Awaiting device return and evaluation. Final results will be provided to the FDA.